Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she has been having trouble with her insulin pump. Her blood glucose dropped to 30 mg/dl a few days prior to the call, and she went to the hospital for assistance. Someone at the hospital adjusted the settings to her pump and now she can't get her blood glucose below 355 mg/dl and that her readings have since increased to over 400 mg/dl. She has no record of her original settings, and has been treating her blood glucose with manual insulin injections. Her doctor is also unaware of her original settings. No products were shipped or returned.